Event description:
It has been reported that surgeon snapped tibial insert into the baseplate. The insert fit loosely in the baseplate. Explanted the insert and implanted another. The second was loose also, but the surgeon left the insert in. There was no adverse consequence fot the patient.